Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having an issue with the insulin pump, a black dot comes up. Customer was able to prime the device. Customer was unable to get out of prime mode. Customer's blood glucose was 445 mg/dl. Customer was advised to remove battery for 11 minutes. Customer was assisted with reprogramming the device. Customer was assisted to rewind and fill tubing the device did not exit the rewind or bolus delivery loop. Customer was advice to discontinue of the device and revert to back up plan. Drive support cap was normal. No further information reported.